Manufacturer narrative:
(B)(4).

Event description:
(Os 109.592). The dentist reported that 3 months after the dental implant was installed in the pt's mouth it was verified its non osseointegration. The pt presented infection.